Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 9 inches from the pump housing. Upon disassembly of the returned pump, examination of the sealed inflow conduit revealed a white non-laminated deposition strongly adhered to the textured blood-contacting surface of the inlet elbow. Although a specific cause for its development cannot be conclusively determined, the deposition appeared to have developed in this area. The deposition did not appear to significantly occlude the flow of blood. Examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball. Areas of the formation appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the observed thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The explanted device was returned for analysis. The evaluation is not complete. Approximate age of device - 2 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient's pump was explanted on (B)(6) 2016 due to suspected device thrombus. A device from another manufacturer was implanted. No additional information was provided.